Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose increase from 107 mg/dl upon waking to approximately 320¿323 mg/dl after eating a standard bowl of cereal while using an ilet system with a steel infusion set and 23-inch tubing, with no device alerts reported; the user rewound instead of performing a fill tubing sequence, then performed a full supply change and started a new refrigerated insulin vial. Symptoms included elevated blood glucose without reported systemic illness or other adverse effects. Outcomes included user-led troubleshooting and supply replacement without the need for medical intervention or hospitalization. Investigation included guided troubleshooting, inspection of the prior infusion set for leaks or kinks, confirmation of insulin status, and replacement of infusion set, cartridge, and insulin vial. Investigation of this case revealed no identifiable device malfunction, no observable infusion set defects, and no alarms, with hyperglycemia of unclear origin following a meal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.